Event description:
Tip broke off during surgery. Tip was retrieved. No patient injury. Thirty minute delay of surgery.

Manufacturer narrative:
Device will be forwarded to manufacturer for evaluation.